Manufacturer narrative:
B2 - outcomes attributed to adverse: correction. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia and chest pain could not be conclusively established through this evaluation. Additionally, the reported low flow alarms were confirmed through the evaluation of the submitted log files. The alarms reportedly occurred while the patient was in ventricular fibrillation. The account submitted two sets of log files for review. These log files confirmed transient low flow alarms on 30may2024, as well as one transient alarm on 31may2024. No other notable events were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the hm 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia that may be associated with the use of the hm3 lvas. Additionally, section 6, "patient care and management", lists arrhythmia as a potential late postimplant complication that may be associated with the use of the hm3 lvas. The IFU also addresses pump parameters, including pump flow, and describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This document notes that changes in patient condition can result in low flow. The IFU also explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Additionally, the IFU and patient handbook address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having chest pain, went into ventricular fibrillation, and was shocked. It was noted that the patient had elevated troponins and the patient was going to catheterization lab. Log files were submitted for review and captured low flow events from 0352 to 0644 on 30may2024 with estimated flow hovering around 2.4 to 2.5 liters per minute (lpm) threshold. Pulsatility index (pi) values during these events were non-variable and in the 2 range which may have been indicative of an obstruction in the ventricular assist device (vad) circuit. Additional log files were submitted for review 24 hours later and captured low flow events on 30may2024 and 31may2024 which occur at times when pi was elevated.